Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Visual inspection noted that the body halves were separated and the firing handle was disengaged from the body lugs.